Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, and h6. Investigation the investigation was reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from CT (computed tomography) dated (B)(6) 2019, "positive for caval perforation. Superior extent of filter is at l3 vertebral body. Inferior extent l4 vertebral body. A total of four prongs have perforated through ivc, series 2, image 71. Maximum distance prong perforated through ivc is 8.85 mm, series 4, image 156. Coronal images show 12.91-degree tilt of filter superior/right to inferior/left, series 3, image 101. Sagittal images show 7.18 - degree tilt superior/anterior to inferior/posterior, series 4, image 156. Diameter of ivc directly above filter measures 32.28 mm x 19.79 mm, series 2, image 58."

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00605. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 1820334-2019-01434. (B)(4). Investigation - investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety/fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: perforation, tilt, and anxiety/fear. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to compartment syndrome. Patient is alleging tilt and vena cava perforation. The patient further alleges "I live with the anxiety of having this filter that could fail at any time, but that cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it."